Event description:
It was reported via journal article: title: efficacy and safety of magnetic sphincter augmentation after sleeve gastrectomy authors: derek berglund, andrew wassef, claire terez, karan grover, david you, ragui sade citation: 2024 abstracts 40th annual meeting of the american society for metabolic and bariatric surgery / surgery for obesity and related diseases 20 (2024) s1¿s144 (pubmed citation not provided). The purpose of this retrospective, single-center study is to compare efficacy and safety between patients with primary msa and msa after sleeve gastrectomy. Between 2018 to 2023, a total of 67 patients who underwent msa (n=49) or msa after sleeve gastrectomy (n=18) were included in the study. Mean follow up was 393 days. Mean body mass index, age, device size, and sex distribution were similar between the 2 group. Reported complications include: postoperative dysphagia (n=?). Treatment: not specified, but there were patients who underwent endoscopic dilation and device explantation: recurrent paraesophageal hernia (n=?). Treatment: not specified, but there were patients who underwent endoscopic dilation and device explantation. In conclusion, msa over sleeve is similarly efficacious to primary msa in decreasing ppi requirements postoperatively. It has a similar safety profile to primary msa and rate of device explantation appears to be lower.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2025. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.